Event description:
It was reported that after notification from the fellow (B)(6) 2013 , it was determined that a cr femur was implanted in place where the posterior should have been. Realized on x-ray and revised (B)(6) 2013.

Event description:
It was reported that after notification from the fellow (B)(6) 2013 , it was determined that a cr femur was implanted in place where the posterior should have been. Realized on x-ray and revised (B)(6) 2013.

Manufacturer narrative:
Review of the provided implant sheets indicates that a cr femoral component was implanted with a ps tibial bearing insert. According to the packaging insert included with the device at the time of manufacture, cr femoral components are to be used only with cr tibial bearings. Based on the provided information it has been determined that this event is associated with an off-label application.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.